Event description:
It was reported that during a lap assisted low anterior resection, the anvil came off the stapler. The anvil was excised and the procedure was completed without any consequences to the pt.